Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the affected batches. From the returned sample, observed transparent silicone-like material on the inner wall surface of the needle cover. No visible silicone was observed on the catheter tubing. The ftir results identified the transparent silicone-like material on the inner wall surface of the needle cover as silicone which is likely the catheter lube used at the icam assembly machine the silicone on the inner wall surface of the needle cover could be the silicone on the catheter tubing being transferred to the needle cover. It is likely that the catheter tubing touches the inner wall of the needle cover during opening of the product.

Event description:
It was reported that bd angiocath plus 20ga x1.16in foreign object detected. The customer noticed a transparent foreign object on the catheter cap before using it. Additionally, they felt a sticky sensation when separating the catheter from the stylet.